Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor auto zero failed" error code (110b). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor auto zero failed" error code (110b). During troubleshooting, the rse confirmed with customer that the alarm was documented in the event log. The rse informed the customer, that the proximal pressure was not measured and pressure-related alarms were compromised. The customer stated the flow sensor assembly was recently replaced. The rse provided the customer with the following instruction listed in the manufacturer recommendations, verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), replace the da pcba. The customer was provided with the part number for a replacement da pcba. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that there was no delay in therapy, and no medical intervention was reported. It was noted that the patient was moved to a different ventilator. The customer then reported no parts were replaced to resolve the issue, and that the board on top of the gas delivery system was reseated. The issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.